Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the device does not pass operational test with external paddles, does not recognize a battery and displays battery calibration message. There was reportedly no patient involvement. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Battery issue is addressed in (B)(4).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not pass the operational test with the external blades, does not recognize a battery, and displays a battery calibration message. There was no reported patient impact or injury.